Event description:
Title: early seroma. Description: it was reported a patient operated in (B)(6) 2024. Visited the doctor for a sterile sampling on day 7, and was diagnosed with an early seroma in right breast implant (sn: (B)(6)). Revision surgery was necessary.

Manufacturer narrative:
Clinical evaluation: after the clinical evaluation of the evidence provided, the alleged seroma was not possible to confirm due to insufficient clinical evidence. DHR review: a complete review of lot involved was carried out, no deviation was found in the manufacturing process. Additionally, the review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. Dfu: the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: seroma is an accumulation of fluid that results from tissue inflammation7. The etiology of seroma is known in breast surgery and is connected to a hypovascular milieu or trauma following the surgery. Often, seromas are reabsorbed by the body over several weeks, but needle drainage is sometimes needed to remove the fluid8. While seromas do not increase breast cancer risk, they sometimes heal with scar tissue or calcifications that can raise a concern about mammograms in the future. Seroma symptoms most often appear a week to 10 days after surgery; the area may feel tender and swollen, with a discrete lump and redness arising within a day or two. Early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time. In addition to causing pain, a seroma increases the risk of developing an infection in the breast. Depending on the location, it may also increase pressure over the surgical site and sometimes cause wound dehiscence. ¿hematoma/seroma is a collection of blood within the space around the implant, and a seroma is a build-up of fluid around the implant. Having a hematoma and/or seroma following surgery may result in infection and/or capsular contracture later. Symptoms from a hematoma or seroma may include swelling, pain, and bruising. If a hematoma or seroma occurs, it will usually be soon after surgery. However, they can also occur at any time after injury to the breast. While the body absorbs small hematomas and seromas, some will require surgery, typically involving draining, and potentially placing a surgical drain in the wound temporarily for proper healing. A small scar can result from surgical draining. Implant rupture also can occur from surgical draining if there is damage to the implant during the procedure¿. As stated in the literature: references: ¿late seroma is defined as a periprosthetic fluid collection occurring more than 1 year following breast augmentation¿ (nava, et al. 2017). ¿early seroma formation is defined as periprosthetic fluid accumulation within the first postoperative year, whereas the late form is any moment beyond that time.¿ (sforza, et al. 2017) ¿seroma can present both early and late, with the latter being recently linked with malignant growths and prolonged onset.¿ (sforza, et al. 2017) some analysis have revealed that the pocket plays a significant role in developing seroma, patients with submammary pocket developed seroma in higher rates when compared with patients with submuscular pocket. Submammary pocket increases the odds of developing seroma by 7.5 times. (Sforza, et al. 2017) some factors are significantly associated with seroma development: a high bmi, large implant size, submammary pocket, and smoking which significantly amplified the effects of other variables. (M. Sforza, et al., 2017 unraveling factors influencing early seroma formation in breast augmentation surgery. Aesthetic surgery journal 2017, vol 37(3) 301¿307 © 2016 the american society for aesthetic plastic surgery, inc. Doi: 10.1093/asj/sjw196 larger implant size are also known to be related to higher incidences of other complications such as capsular contracture and hematoma. (Collins jb, verheyden cn. Incidence of breast hematoma after placement of breast prostheses. Plast reconstr surg.2012;129(3):413e-420e) each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The alleged event is a risk associated with breast implant surgery and there is no evidence to suggest a link between the breast implants and/or their manufacturing process with this condition. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.